Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set and the patient event of severe abdominal pain with subsequent hospitalization for peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler or cycler set. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was a breach in aseptic technique supported by the culture result of klebsiella pneumoniae. This organism is part of the normal flora of the gastrointestinal (gi) tract and may colonize in the upper aerodigestive tract and gu tract. They are also widespread in the environment. (Salzer, 2018) based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Gram-negative enteric bacteria are members of the family enterobacteriaceae and include the species escherichia coli and klebsiella, enterobacter, citrobacter, and proteus spp. This group of organisms are part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. These organisms have a bilayer cell membrane that contains lipopolysaccharide (endotoxin), which is an important virulence factor. Peritonitis probably results from touch contamination, but sometimes from an exit-site or tunnel infection or from an intra-abdominal source. The clinical signs and symptoms of peritonitis caused by gram-negative enteric bacteria tend to be more severe, with fever, more severe abdominal pain, nausea, vomiting, and diarrhea. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted customer service and reported that the patient has peritonitis. Upon follow up, the pdrn confirmed that the patient presented to the hospital on (B)(6) 2019 with complaints of severe and diffuse abdominal pains. A pd effluent culture was obtained, and the patient was admitted. On (B)(6) 2019 the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotic therapy with cefazolin 2.6 g daily through (B)(6) 2019. The pd effluent culture resulted positive for klebsiella pneumoniae. The patient was discharged from the hospital on (B)(6) 2019 and admitted to a second hospital on (B)(6) 2019. The reason for the hospital change is unknown. The patient continued ip antibiotic therapy with a decreased dose of cefazolin to 2g daily through (B)(6) 2019 when the patient was discharged to home. The patient continues to recover while taking 1g ip cefazolin daily for three weeks initiating on (B)(6) 2019. The patient has continued to complete pd therapy on the liberty select cycler with no reported issues during the recovery. Per the pdrn, the cause of the peritonitis is the failure to follow proper aseptic technique. During a home visit, the patient was observed as having washed hands prior to masking and not sanitizing his hands between each connection/disconnection. There were no reports of any issues with the liberty select cycler or cycler set.